Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented at the clinic on (B)(6) 2018 because her hearing performance with the device got worse. There was no accident or trauma reported.

Event description:
The recipient presented at the clinic in (B)(6) 2018 because her hearing performance got worse. No trauma has been reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
According to new information received, the recipient has only three active channels. Possible causes for the observed issue might be due to a damage to the active electrode and/or physiological changes in the cochlea. However to determine an exact root cause a device investigation would be necessary. Furthermore a decrease in hearing perception is reported, therefore re-implantation is considered. However no date has been scheduled, yet. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The recipient presented at the clinic on (B)(6) 2018 because her hearing performance got worse. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: information received from the field indicates an increase of hi channels over time. Possible causes for the observed issue might be due to a damage to the active electrode and/or physiological changes in the cochlea. However to determine an exact root cause a device investigation would be necessary. Reportedly the recipient has currently five active channels and is doing fine. This is a final report.

Event description:
The recipient presented at the clinic on (B)(6) 2018 because her hearing performance with the device got worse. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness. Currently, no re-implantation is planned since the recipient is satisfied with the device.